Manufacturer narrative:
White. Not hispanic/latino added from medwatch. Customer's medwatch report sent directly to manufacturer, no regulatory agency ref. Number provided. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that customer advocacy received a copy of the customer's medwatch report from the FDA which states, "patient found to be very hypotensive in 60's. Upon assessment, noticed bed was wet, found IV tubing laying on the bed - disconnected from the connection hub. New tubing was obtained and patient needed an increase in pressors for a brief time. There were vital sign changes, additional monitoring or lab was required. Patient required additional medications or other medical intervention to counter the event. After that the patient stabilized quickly. Nurse thought IV was severed, but closer inspection showed that tube had come detached from the hub - as though it were not attached/glued into the hub properly."

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "patient found to be very hypotensive in 60's. Upon assessment, noticed bed was wet, found IV tubing laying on the bed - disconnected from the connection hub. New tubing was obtained and patient needed an increase in pressors for a brief time. Patient stabilized quickly. Nurse thought IV was severed, but closer inspection showed that tube had come detached from the hub - as though it were not attached/glued into the hub properly." The event occurred in the ICU. The infusion was norepinephrine (levophed) 4mg + premix diluent 250 ordered to infusion at 2 mcg/min "or as ordered (meximum does - 30 mcg/min.)", and the infusion was to be titrated to prescribed parameter by increasing or decreasing dose by up to 2.5mcg/min every 2 minutes. At the time of the disconnection, the rate was 18mcg/minute.

Manufacturer narrative:
The customer¿s report of tubing disconnected from hub was confirmed. During visual inspection, it was noted that the pvc tubing was completely separated from the distal male luer. No solvent was observed on the tubing engagement. Visual inspection under microscope noted that both sides of the pvc tubing had no solvent applied at the engagement during manufacturing process. There were no other anomalies observed with the returned set during initial inspection. Functional testing was not performed as the customer's report was confirmed upon visual inspection. A dimensional analysis was performed on the pvc tubing. The tubing measured to be within specification. The root cause of the separation is due to insufficient solvent and improper assembly due to equipment and/or operator error. Manufacturing is aware of separation issues.